Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the left-ventricular (lv) lead exhibited loss of capture and the right-ventricular (rv) lead exhibited elevated capture threshold. Additionally, both the lv and the rv lead had dislodged, which was confirmed via x-ray imaging. As a resolution the lv and the rv leads were explanted and replaced. The patient condition was stable.